Event description:
As reported from our affiliates in (B)(6), this was a case of a 23mm sapien 3 ultra transcatheter heart valve by transfemoral approach. After the procedure, while the anesthesiologist was waking up the patient, the pressure dropped, and resuscitation was needed. A pericardial effusion was detected by transesophageal echo. Cardiac massage was performed until the procedure was converted into open heart surgery. It seemed that the pericardial effusion was caused by a laceration of the left ventricular wall. The physician assumed that the wire was misplaced and pushed against the ventricular wall, which caused the laceration. The laceration was closed with a teflon patch and the patient was in the ICU.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information the cause of the event is unknown but may be related to the factors listed above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.